Event description:
Surgeon was performing a lumbar discectomy on patient. As he began suturing the operative incision site, the suture needle broke in half, with the broken-off half being retained inside the patient. A c-arm was called into the room and the broken-off needle was then fully extracted from the patient under fluoroscopy.